Manufacturer narrative:
(B)(4). As the sample was not returned a device analysis cannot be completed. A batch review for potentially associated lot numbers 13g11h25 and 13h22h25 will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of the peritonitis was unknown. On an unreported date during the month this report was received, the pd catheter was removed. It was unknown if the patient started hemodialysis. On an unknown date during the month this report was received, the patient was discharged from the hospital. At the time of this report the outcome of the peritonitis event was unknown. No additional information is available. This is report 2 of 4 involved in the peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot numbers 13g11h25 and 13h22h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.